Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had foggy screen and scratched, no delivery alarms, diminished battery life and unusual louder noise when rewinding. The customer's blood glucose was unknown. The product was not returned for analysis.